Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date, the evaluation has not been completed. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received indicated that the distal tip of the regatta wire fractured and unraveled at the solder joint. The intended procedure was stenting of a lesion in the distal left anterior (lad). However, during the first attempt to wire the vessel, the wire was caught between two previously implanted stents in the in lad/circumflex bifurcation. (Trouser stenting). The wire was advanced in the main branch then some resistance was noted when crossing the stent. The guidewire was pulled back and then re-advanced; however, the physician continued having problems re-crossing the stent. When the physician pulled back the wire, it fractured and the coil unraveled through the aorta. It is possible that the wire was jailed behind the stent. The wire was snared. However, it required multiple efforts because the snare kept cutting the coil into additional pieces. All of the pieces were recovered. The patient is stable and doing well.